Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred repeatedly on the integrated electrosurgical unit (iesu) while using monopolar energy. Prior to the call, the customer replaced the cautery cord and the ground pad. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform power-cycle of iesu multiple times. However, the issue persisted. The procedure was completed only with monopolar energy. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The iesu was tested using an in-house system and error c-34 was triggered indicating a high voltage fault. Upon visual inspection there were no issues found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause in this case is the erbe generator.